Manufacturer narrative:
No serial or lot numbers were provided, therefore, a review of the lot history records for these devices could not be performed. The m6-c devices were not returned, thus device examination could not be performed. Both devices were explanted and were noted as intact at the time of removal. Finally it was noted that there was no complaint from the revising surgeon, he believed the center of rotation was missed placed, and that this was not a device failure it was infection. This is one (1) of two (2) reports.

Manufacturer narrative:
It was reported that a two-level patient with infection was revised. Both devices were explanted. This is one (1) of two (2) reports.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. Additional information and the return of the device has been requested.

Event description:
It was reported that an m6-c was removed.